Event description:
For 17 yrs, I had these filshie clips and then was diagnosed pmdd and bipolar. In 2005, because my mood swings were horrifying, a medication roller coaster ride for someone that was misdiagnosed. As of (B)(6) 2013, the day I had a bilateral salpingectomy (fallopian tubes completely removed). And my boys are shocked to see the old mom, which my (B)(6) is just now getting to know. Please take these off the market. It's putting women into surgical menopause. Thank you, (B)(6).